Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia after a site change and a larger-than-usual meal, with the cgm indicating ¿high¿ and device alerts for glucose above 300 mg/dl over an extended period; a guided supply change was completed and the user later reported glucose returned to range, noting concurrent influenza that could affect glucose. Symptoms included hyperglycemia without loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer support troubleshooting and education regarding infusion set and system use. Investigation of this case revealed no device malfunction identified through remote troubleshooting and a plausible contributory influence from illness and recent meal size. It was concluded, based on previously established findings for similar reports, that the cause was unclear.